Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with a monarc sling sys on (B)(6) 2005. It was reported the pt experienced dyspareunia, pain and suffering, disability, and impairment. The pt underwent revision surgery on (B)(6) 2010 for excision of the mesh and on (B)(6) 2010 for the remained of the mesh.